Event description:
On 04/04/2000, the facility's materials manager informed the manufacturer's representative of the following: the device had been implanted for approximately 2 years. Pt had completed treatment. The surgeon went to remove the device and encountered difficulty. As a result, the catheter broke. The pt was sent to the cath lab. No further details were provided.